Event description:
The manufacturer received information alleging "upon initial inspection of the trilogy ev300 device, dut failed aecm verification test". There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the device failed the system setup test during testing. The technician recommended replacing the device's active exhalation control module and 3-way solenoid valves to address the issue. The customer request philips asp to perform repair. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.